Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned in segments and analyzed; analysis revealed the distal conductor was fractured. It was also noted that the defibrillator conductor was distorted, there was a defibrillator conductor fracture from overstress, the inner tubing was kinked/buckled, all insulators were breached/cut, there was a cosmetic depression on the outer insulation, the helix was distorted/bent and the lead was stretched. Blood/body fluid was also noted on all conductors, the outer tubing overlay and on the helix mechanism.

Event description:
It was reported that the right ventricular lead had high impedances, increasing threshold and was oversensing. The lead was removed and replaced. No patient complications have been reported as a result of this event.